Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00180 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit there were two false resistance. There was no report of impact on the patient or user.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit there were two false resistance. There was no report of impact on the patient or user.

Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.